Event description:
It was reported to covidien that the pc boots up and freezes on the bernoulli loading screen. The system cannot display readings because the oxinet program is not running. The oxinet system had been monitoring patients when the malfunction occurred. The users found the system on the bernoulli loading screen, which suggests someone had restarted the system due to an issue. This initial issue is unknown. When the oxinet system came back up, it would not get past the bernoulli loading screen. There was no patient harm or incident.

Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation and the reported malfunction was confirmed. It was determined that the malfunction was caused by a corrupted database. The software was updated and the malfunction was resolved. The device was then returned to service.

Manufacturer narrative:
(B)(4).